Event description:
Catheter was removed from pt with noticeable hair-like projections from catheter. The catheter was taken to the lab where it was examined under the microscope. A photograph was taken through the microscope of one of the hair-like projections from the catheter. (*)